Event description:
The event is reported as: complaint alleges: catheter is leaking at suprapubic insertion site and customer said there are small holes at the juncture of balloon inflation site where bag is attached. Catheter has to be changed more often bag is attached.

Manufacturer narrative:
Sample has not been received by manufacturer in time for this report.